Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use in the moderately tortuous and severely calcified coronary artery. During the procedure, at first inflation, it was noted that the balloon at 10atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.